Event description:
Patient reported using pain relievers and "using antibiotics for more than 20 days."

Manufacturer narrative:
Additional, changed or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's relative reported right side "swelling and yellowish discharge." Patient reported puncture and drainage was performed multiple times but "seroma returns," along with pain. Pain interferes with patient ability to "sleep properly." Patient expressed feeling "worry" after announcement of recall. "Lobulated contour" and folds were also present. The device remains implanted.